Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 200-299 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. Cts agent called customer back and customer stated they were able to resume insulin delivery shortly after our conversation ended and the alarm has not reoccurred.